Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the quick release, while sleeping. This issue occurred with two sets. Furthermore, one of them just cracked in half while sleeping. The site location was left side of the patient's abdomen and the other two were on the right and left thigh, and the pump was located on the same side. The infusion was being used for one and a half days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, the patient was unsure of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of returned used devices (3 tubing's), it was found that the 2 tubing were found with the tubing detached from the tubing connector. However, 1 tubing was found damaged (cut). No further information available.